Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Additional information was received indicating the physician suspected a relation between the infection and right ventricular undersensing and loss of capture. The right ventricular lead, the right atrial lead, and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating pocket erosion was also noted.

Event description:
Related manufacturer report number 2017865-2024-22266. It was reported that during a remote follow up, undersensing and inappropriate pacing were noted on the right ventricular (rv) lead. During an in clinic follow up, loss of capture was noted on the rv lead. Additionally, evidence of infection were noted on the device implant site. It is unknown if there was a relation between the infection and right ventricular undersensing and loss of capture. Diagnostic imaging was performed and no anomalies were observed. The infection was treated with antibiotics. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The event date was estimated to have occurred in december 2023. Further information was requested but not received.

Manufacturer narrative:
The device was returned for evaluation. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.